Manufacturer narrative:
Correction - h6 coding - health effect - impact code changed from unspecified infection to no clinical signs or symptoms. Health effect - impact code changed from additional surgery to unexpected medical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead had a high pacing impedance, failure to capture and failure to sense. The patient's device was reprogrammed. The patient suffered no consequences related to this event.